Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 15mm x 2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 3 atm within 20 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and patient condition is good after the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis: therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered "adverse event related to patient condition", it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The lesion was moderately tortuous, moderately calcified and 90% stenosed; these anatomical features likely contributed to the reported event.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 15mmx2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 3atm within 20 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and patient condition is good after the procedure.